Event description:
Our (B)(4) affiliate reports the following information, obtained from the pt's prescribing eye care professional (ecp). The pt wore the same power ou and the cl were from the same lot. This MDR is for the od event. The pt consulted with an ecp on (B)(6) 2010 complaining of pain ou. The pt was wearing acuvue 2 contact lenses (cl). The pt was diagnosed with corneal infiltrates (ci) ou. The pt returned for treatment on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. The pt recovered from the ci and resumed cl wear. The pt wore the cl for 4 days and noticed something wrong with both eyes. The pt saw an ecp and was diagnosed with corneal ulcers ou. The pt was treated with neo-medrol, gatiflo and tarivid eye drops. The date of treatment is unk at this time. The pt reported this information to his/her prescribing ecp on (B)(6) 2010. That ecp was unaware of these events prior to that time. The prescribing ecp agreed to an interview to provide additional information. No additional information has been rec'd at this time. A lens case containing 2 lenses was returned. At this time, it is not known when these lenses were worn with respect to the reported injuries. The evaluation of the lenses revealed the following: two lenses were rec'd in a lens case. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. One lens had an edge tear and no abnormalities were found with the second lens. Solution was not available to measure ph and conductivity. A lot history review revealed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional information is rec'd, we will report within 30 days. MDR reportable event trends are reviewed quarterly in executive management review meetings.